Manufacturer narrative:
Follow-up received on 08-feb-2016 from gynecologist. The perforation follow-up questionnaire was provided. Patient became pregnant twice and had 2 c-section deliveries. Essure insertion was performed during follicular phase and there were no abnormal uterine findings prior to insertion. Neuroleptanalgesia was applied during the procedure. The insertion and visualization of tubal os were easy. There was no fluid loss during hysteroscopy more than 1500cc and the procedure did not take more than 20 min. Patient had no complaints immediately after insertion. On (B)(6) 2015, the diagnosis of incorrect essure position was made at the time of essure confirmation test: there was a left unilateral perforation (partial perforation/embedment), which according to the physician occurred with coil after deployment. No other organ or intra-abdominal structure was perforated but implant was partially inserted in colic serous membrane. Essure was in correct position in right fallopian tube. Patient had no symptoms the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-feb-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her 3-month confirmation test (x-ray) showed fourth marker not visible on left side. A hysterosalpingogram was performed and showed implant on left side cut in two parts with one part in fallopian tube and the other part in abdomen with unilateral left perforation. A laparoscopy was performed and revealed left superficial colic serous membrane presenting a wound (implant was partially inserted in colic serous membrane). All events are listed in the reference safety information for essure, except for device breakage which is anticipated according to the product technical analysis. In the present case, the events were diagnosed a few months after essure insertion. The patient underwent a laparoscopy and during surgery essure was found inserted in the serous membrane of the colon. Given the nature of the reported events and their positive temporal relationship with essure therapy, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required and patient was hospitalized. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 03-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The placement procedure was reported as successful bilateral placement with no incident on the left side and a placement a little more difficult on right side. In (B)(6) 2015, three-month post-placement confirmation test done by plain-abdomen x-ray underlined fourth marker not visible on left side and implant bent on right side. Surgeon prescribed hysterosalpingogram (hsg) that the patient only underwent in (B)(6) 2015 as she had no pain. It showed implant on left side cut in two parts with one part in fallopian tube and the other part in abdomen and none of the fallopian tubes were blocked. The gynecologist was to perform a laparoscopy on (B)(6) 2015 to remove the implant and probably to do hysterosalpingectomy. Follow-up information received on 03-aug-2015: lot number was c68119. No other new medical information was provided. Follow-up information received on 07-aug-2015: (B)(4). Follow-up received on 21-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. In addition, the ae case refers to a usability issue and a lack of efficacy (patency). (B)(4). Final assessment: lot number: c68119; production date: 18-jun-2014; expiration date: 30-jun-2017. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The outer coils of the insert expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a difficult device insertion. The ae case refers to a usability issue and additionally to a lack of efficacy. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted with a placement a little more difficult on right side and it was reported that three-month post placement, confirmation test was performed by plain abdomen x-ray and the result showed fourth marker not visible on left side and implant bent on right side. After that a hysterosalpingogram was performed and the result showed implant on left side cut in two parts with one part in fallopian tube and the other part in abdomen (interpreted as device dislocation into abdominal cavity and device breakage). None of the fallopian tubes were blocked. The event device dislocation into abdominal cavity is serious due to medical importance and listed in the reference safety information for essure while device breakage is non-serious and was considered listed upon receipt of the product technical analysis. In this particular case, both events were diagnosed about 3 months and 5 months respectively after essure insertion procedure, however the exact date and mechanism for both events were not known, however given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention (laparoscopy and probably hysterosalpingectomy) will be required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up received on 23-sep-2015: no further information was obtained despite 2 follow-up attempts. Case closed. Follow-up information received from the gynecologist on 30-sep-2015: tubal sterilization with essure method report on (B)(6) 2015: at the time of essure placement, the patient was under lovavulo (ethinylestradiol, levonorgestrel). The tubal ostia were well seen and left tubal ostium was catheterized without any problem. There were 2 expanded outer coils visible on delivery system removal. On right side, 2 attempts were required to finally catheterize without difficulty right tubal ostium. There was no bleeding at the end of the placement procedure. The following were simple, patient was not algesic. Instructions in the IFU (instructions for use) were followed. No deviation from the insertion procedure as described in the IFU occurred. Plain abdomen x-ray on (B)(6) 2015 showed the right implant clearly bended and proximal portions were separated of more than 4 cm. The device breakage was diagnosed during a planned visit on (B)(6) 2015, after placement, via hsg (hysterosalpingogram). Hysteroslapingogram report showed no tubal opacification. Essure was free in abdominal cavity, mobile on different pictures. The patient had no symptoms/complaints at the time. Physician described the breakage occurred at "spring" area as proximal part of essure was well in uterine horn while catheter and a big part of the spring was in sigmoid fringe and till colic serous membrane. On (B)(6) 2015, a bilateral salpingectomy and essure removal was performed. It was not medically necessary to remove essure; it was removed because of patient request. The removal method was laparoscopic. The broken pieces were retrieved in uterus and in abdomen/pelvis. During the procedure, the left essure was with proximal part at horn area and free distal part in abdominal cavity, and bilateral para tubal cysts was observed. After investigation, essure seemed to be stuck into left colic fringe and deep extremity was more embed in sub-serous area. There was no active bleeding. The following were simple, patient was not much algesic. The patient got injured in left superficial colic serous membrane, presenting a wound. She was hospitalized and discharged at day 3 with paracetamol and ibuprofen as needed. Device was not available. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-oct-2015 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and three-month confirmation test (plain abdomen x-ray) showed fourth marker not visible on left side and implant bent on right side. A hysterosalpingogram was performed and showed implant on left side cut in two parts with one part in fallopian tube and the other part in abdomen (interpreted as device dislocation into abdominal cavity and device breakage). A laparoscopy was performed 7 months after insertion and it was found that essure was stuck into left colic fringe and deep extremity was more embed in sub-serous area and left superficial colic serous membrane presenting a wound (interpreted as traumatic intestinal perforation, in a conservative approach). Events device dislocation into abdominal cavity and traumatic intestinal perforation are serious due to medical importance and listed in the reference safety information for essure while device breakage was considered serious due to hospitalization and was considered listed upon receipt of the product technical analysis. In the present case, the device dislocation was diagnosed 3 months after insertion, and 2 months later the device breakage was noted. The patient underwent a laparoscopy and during surgery the superficial intestinal perforation was diagnosed. The exact mechanism for the events is not known. However, given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required (laparoscopy with essure removal and salpingectomy) and patient was hospitalized. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up received on 18-may-2016. (B)(4). Bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20 bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. Usability issues typically describe events that lead to a different result than expected by the user. Examples include but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-may-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her 3-month confirmation test (x-ray) showed fourth marker not visible on left side. A hysterosalpingogram was performed and showed implant on left side cut in two parts with one part in fallopian tube and the other part in abdomen with unilateral left perforation. A laparoscopy was performed and revealed left superficial colic serous membrane presenting a wound (implant was partially inserted in colic serous membrane). All events are listed in the reference safety information for essure, except for device breakage which is anticipated according to the product technical analysis. In the present case, the events were diagnosed a few months after essure insertion. The patient underwent a laparoscopy and during surgery essure was found inserted in the serous membrane of the colon. Given the nature of the reported events and their positive temporal relationship with essure therapy, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required and patient was hospitalized. The product technical complaint investigation resulted in an unconfirmed quality defect.